Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-14: insufficient blood sample applied to strip (user). Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-2 error code. Daughter is calling on behalf of the customer. The e-2 error occurred when the blood sample was applied to the test strip. Customer was not using proper testing technique, and was placing the blood sample on top of the test strip and not on the tip of the strip. At the time of the call the customer stated that she was feeling weak but denied the need for medical attention at the time. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/31/2020 and test strips were opened less than four months ago (exact date not disclosed). During the call, a blood test was performed by the customer fasting and produced test result of 110 mg/dl using meter. Customer was satisfied with the blood glucose test result obtained.

Manufacturer narrative:
Internal report reference number: (B)(4). Sections with additional information as of 01-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 01-may-2020: h1: type of reportable event corrected from "malfunction" to "serious injury". H3: device was returned to manufacturer for evaluation corrected from "yes" to "no".